Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin. At an unknown time the patient received a blood glucose result of 780 mg/dl. The patient experienced elevated blood glucose symptoms of feeling sick, weakness, sweating, and nausea. The patient was admitted to the hospital for high blood glucose. The hospital treated the patient with insulin via pen therapy. At the time of the report the patient was still hospitalized, it is unknown when they will be discharged. The infusion device was requested to be returned for product evaluation.